Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege that corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient¿s blood and tissue and bone surrounding the implant. It is further alleged that the patient has experienced severe pain and discomfort and inflammation in his right thigh and hip area, as well as his groin. Patient has experienced episodes of a grinding and popping sensation in his right hip. Update 6/26/15-pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated a loose cup. No labs were provided for the alleged high metal ions. The unknown hip is being changed to a femoral head. And a liner,cup, and stem are being added. The complaint was updated on:7/17/2015.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Manufacturer narrative:
(B)(4). Added: device.

Event description:
There was no new allegations. Added lawyer, firm, and patient's middle initial. Doi: (B)(6) 2005 - dor: (B)(6) 2012 (right hip).